Event description:
It was reported that despite using different programmers, the device was unable to be interrogated. The patient reportedly fell the week before. At the patients follow-up visit one month previous, the remaining longevity was greater than six years to eri. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device exercised possible output issue months before replacement. The issue was resolved by the device beginning reset. The device was suspected to be not working.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Lithium clusters were observed during the analysis. No additional analysis is necessary.